Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 5413776 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area for the code leakage from infusion site (cannula base part/cannula) (specific cause not identified). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, reference samples passed the test. Functional test(flow) according to wi version 2 on reference samples, reference samples passed the test. Functional test (leak) according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 5413776 was manufactured according to the wi version 15 manufactured in the multivac 07, on 25/feb/2023, with a total of (B)(6) units. Cannula DHR review: the lot 5419685 was manufactured according to the wi version 35 manufactured in the line 2, on 21/feb/2023, with a total of (B)(6) units. The lot 5412225 was manufactured according to the wi version 35 manufactured in the line 2, on 21/jan/2023, with a total of 6,800 units. The lot 5417601 was manufactured according to the wi version 35 manufactured in the line 2, on 24/feb/2023, with a total of (B)(6) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 28/apr/2025 against malfunction code leakage from infusion site (cannula base part/cannula) (specific cause not identified) and lot 5413776 and no other complaint have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event of infusion set leakage on (B)(6) 2024. Patient makes a rotation system in the sites of the cannula insertion, using abdomen, arms and thighs. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.